Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen or vibration anomaly noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted during testing. No time clock anomaly or numbers go faster when priming noted during testing. The insulin pump was monitored with basal rate 2.0u per hour and the insulin pump delivered properly. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a frozen display. The customer reported that the numbers were not ramping up and the scroll bar was not moving with no input. The customer reported that the time was incorrect. The customer reported that they received alarms after battery change. The customer mentioned that the numbers went fast during priming then they received a no delivery alarm. The customer's blood glucose was 404 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for the no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.